Manufacturer narrative:
The lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation, however medical records were provided. Based on medical record review, the investigation is confirmed for failure to expand. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly failed to expand. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old. Weight of the patient was not provided.